Event description:
Allegedly, eprd reported 60 new complications for profemur® neck cocr first revision (8 infections, 14 dislocations, 5 fractures, 7 aseptic loosening, and 7 other failure and 19 unknown failures). No further information was reported this incident is capturing 19 unknown failures.